Manufacturer narrative:
H.6. Investigation: customer returned (10) sealed 4mm, 32g pen needles from lot # 8354702. Customer states that the inner shield is difficult to remove, the patient end of the needle is bent, and there is pain during the injection. All returned syringes were tested to determine the inner shield removal force and for point geometry, cannula od, and lube (specs: inner shield removal force should be between 0.1-3.0 lbs., outer diameter for 32g: 0.0090¿-0.0095¿). All observations fall within specifications. Also, no bent cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that a shield issue occurred with bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g. The following information was provided by the initial reporter, "finding all the inner needle shields in this box hard to remove. Bends the patient end needle when removing the inner shields. Using this bent needle it hurts when injecting into his leg."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a shield issue occurred with bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g. The following information was provided by the initial reporter, "finding all the inner needle shields in this box hard to remove. Bends the patient end needle when removing the inner shields. Using this bent needle it hurts when injecting into his leg."